Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 400 to 402 mg/dl at the time of the incident. Customer stated that the another blood glucose level before lunch was 240 mg/dl and after lunch blood glucose was 500 mg/dl. Customer stated that they using insulin pump within 48 hours of reported high blood glucose event. Auto mode was active at time of high blood glucose event. Customer stated that they treated high blood glucose via manual injection and insulin pump. The insulin pump will not be returned for analysis.